Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was recently implanted with a paddle lead. It was reported that the stimulation is turned off, but the patients are having uncomfortable stimulation from the nerve root. The patient had severe right side abdominal pain after the lead was implanted. The patient denied any other external factors. X-rays were taken on (B)(6) 2018, where it appears the lead is lateral to the right. The patient was given medication to address the pain. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
H6: device code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the lead did not migrate and it was implanted laterally. The cause of the issue was the lead was implanted too close to the nerve root which was causing irritation. The patient was given medication to address the discomfort. The issue was reported to be resolved. No further complications were reported.